Manufacturer narrative:
Additional devices implanted and/or related to this event: pxl161407/11164216-UDI (B)(6). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that on (B)(6) 2019, the patient presented with a ruptured abdominal aortic aneurysm. The previous implanted gore® excluder® aaa endoprostheses were explanted and an open conversion was performed. The patient tolerated the procedure.